Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of a 29mm sapien 3 valve, the commander delivery system balloon did not expand and the valve did not deploy. The contrast from the inflation device was delivered to the left ventricle suggesting that there was a hole in the balloon/catheter. A syringe was attached to the balloon inflation tubing and blood was withdrawn confirming that there was a hole/leak in the balloon/catheter. There was difficulty withdrawing the valve and delivery system, but they were removed without any injury to the patient. New devices were used to successfully deploy a valve with good result. Afterwards, the balloon catheter was disassembled and tested. The balloon part was ok suggesting that there was no damage to the balloon during crimping of valve and the hole was within the balloon catheter either at the distal end before the real balloon starts or somewhere proximal.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Therefore, visual, functional, or dimensional analysis could not be performed. No issues were reported while de-airing the device during device preparation, so the delivery system was likely damaged while inside the patient. The following patient/procedural factors could have contributed to the observed leakage: (1) attempting valve alignment in tortuous anatomy could have led to increased alignment forces, potentially weakening the balloon material proximal to the inflation balloon/crimp balloon (I/c) bond and contributing to the tear. If valve alignment was performed at a bend or angle, the valve could have ¿unseated¿ (become non-coaxially aligned with the flex tip) and dived into the flex tip, further increasing valve alignment forces. (2) leaving residual fluid in the balloon after de-airing would have led to increased alignment forces, causing a separation of the balloon material proximal to the I/c bond. (3) excessive manipulation of the device in tortuous anatomy could have caused the valve struts or calcification to introduce a pinhole on the inflation or crimp balloon. (4) excessive handling of the device by bending the proximal balloon shaft could lead to cracks on the balloon shaft. If the balloon separated proximal to the I/c bond, the inflation balloon wings could have flared out, causing difficulty withdrawing the device into the sheath. This may have led to the reported withdrawal difficulty. Additionally, undersized or tortuous vessels would also have led to increased retrieval forces. The IFU cautions that the crimped thv on the inflation balloon is larger than the crimped thv off the inflation balloon, and notes that the thv should not be forced into the sheath. Tortuous vessels may have caused the larger thv to become axially misaligned with the sheath, further increasing the resistance during retrieval and leading to the reported withdrawal difficulty. Although a definite root cause was unable to be determined at this time, available information suggests that patient/procedural factors may have contributed to the complaint event. Per manufacturing mitigations, during the manufacturing process, the entire delivery system is visually inspected and tested several times. Inflation balloons are 100% inspected for the following dimensions: working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness. The following crimp balloon features are 100% dimensionally inspected: distal length, proximal length, distal ID, proximal ID, and single/double wall thickness. The balloons are 100% visually inspected with unaided eye for general appearance/gross defects. The balloons are 100% visually inspected under 8x magnification for foreign matter, impurity or contamination, fish eyes, gel spots, etc. The laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. Prior to the process, the balloon is 100% visually inspected for balloon size and contamination under 2.85x minimum magnification. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. 100% distal to proximal visual inspection by both manufacturing and quality is performed. The entire device is inspected for damage or missing components. The inflation and crimp balloon are inspected and rejected for distorted/pinched folds. The balloon bonds (nose tip to balloon; crimp balloon to balloon shaft) are 100% visually inspected for divots, bubbles, smoothness of weld joints, exposed braided wire, etc. The flex shaft is inspected and rejected for kinks, bends, cracks, deep scratches in the stent area that expose the braid, or flash/exposed metal on stent section. The commander delivery systems were 100% leak tested. Post-leak test, there was 100% visual inspection of the balloon catheters. Additionally, the work order underwent product verification testing as a requirement for lot release. Of note, no failures occurred during product verification testing and the lot was released. The device underwent tensile product verification testing where the following bonds were tensile tested: y-connector/balloon shaft, inflation balloon/nose tip, inflation balloon/crimp balloon, and crimp balloon/balloon shaft. All tested bonds met their tensile strength specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to the unavailability of the device or any relevant imagery, the complaints for delivery system leakage and withdrawal difficulty through sheath were unable to be confirmed. The presence of a manufacturing non-conformance was unable to be confirmed. However, a review of device history records (DHR), lot history, complaint history, and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, a review of IFU and training manuals revealed no deficiencies. Available information suggests that patient/procedural factors, contributed to the reported event. Review of complaint history revealed that the occurrence rate exceeded the april 2018 control limit for the trend category (leakage). Since no manufacturing non-conformances, labeling, or IFU/training deficiencies were identified in the investigations at this time, no corrective and preventative actions are required.

Manufacturer narrative:
Additional information was received. At last report the patient was doing fine. UDI number: (B)(4). The investigation is ongoing.